Event description:
It was reported that during a ptca procedure, the maverick2 monorail balloon ruptured at 10 atm's on the initial inflation. The lesion being treated was a calfified, 99% stenotic lesion in the rca. No pt injuries or complication were reported. Patient status is listed as "good".